Event description:
It was reported while pt was undergoing laparoscopic gastric bypass procedure, grasper that was being used by the physician's assistant (pa) began leaking a "reddish weakened fluid" out of the handle/hinge area. The grasper was immediately removed from the field. Fluid continued leaking from the handle/hinge. Two cultures of fluid were taken, one from the instrument and one from the drape where liquid dripped onto and both sent to the lab. Infection control, sterile processing and operating room staff met to determine possible causes. Pa has been using this device for approximately 6 years and has never had this occur before. It is felt the fluid most likely came from the pt and could possibly have 'back flowed' up the shaft of the grasper due to pressure from insufflation of pt's abdomen. Sterile processing verified device had been used on previous case two days prior. Device was in de-contaminator at 19:47 on that day. At 7:21 am the next day it went to assembly. It was placed in sterilizer 11:03 am. Per procedure, the device was taken apart from the de-contaminator, sat for nearly 12 hours, then placed on a white towel where sterile processing personnel use pipe cleaners, alcohol and air hose to blow out the device, then put it back together and place it into a tray. Sterile processing personnel believe had this been from a previous case it would have been dry and flaky. Question whether there may be a crack in assembly somewhere or possibly gasket? Sterile processing states device is serviced every 25 uses by our contracted instrument repair service. This device has not been modified. The procedure was finished with no further issues and the pt was sent to pacu for recovery.

Manufacturer narrative:
On (B)(4) 2010 rwmic was informed that device is being retained and a decision will be made to return the device to richard wolf of mobile instruments, a contracted repair service that is used by the facility. If the facility does return the device to richard wolf medical instruments we will provide a follow-up report. There are no similar complaints issues within the system. Catalog#. The complete instrument number is 8394.2922 which consists of insert 8394.292, 8393.913 sheath and 8393.0002 handle.